Event description:
I am now a (B)(6) woman and had radial keratotomy on both eyes in the late 80's when I was in my 30s. Of course the desirable effects didn't last, so in 2004, I chose to have lasik surgery on both eyes in (B)(6) 2004 by the same person - dr. (B)(6) in (B)(6). One month after surgery I experienced temporary (so I thought) double vision. I did have a couple of good vision years and then started having real issues. First the constant 24/7 fluctuations in clarity, so back in glasses again after a couple of years. Then the constant double vision started, so glasses with prisms were needed. I have esotropia, now my left eye turns in badly and my prism is almost as strong as it can get. When I reach the max on the prism, the only option left for me is corrective surgery on the muscles, which will still leave me with glasses. I also now have the beginning of cataracts. I'm terrified to let any surgeon near my eyes. There are times every day when each eye will see just fine without any prescription (which is not an especially strong one for distance), but then my eyes can never work together without a prism prescription. Then there are times every day when each eye sees distance better with my 3.25 strength, over-the-counter reading glasses (never both eyes at the same time though) I've saved all of the stick-on prisms from past glasses to use with different reading glasses / distance glasses over the years. I have glasses scattered all around the house depending on what my eyes are doing at the moment. I'm constantly switching glasses all day long. What I need (and might request at next eye exam) is an assortment of fresnel stick-on prisms that I can switch out every hour as needed, either that or just let me wear the eye exam machine from the optometrist's office. "(Is #1 better .. Click or #2..click #1... Click.. Or #2..click)" I count myself lucky to not have more severe problems like some others, but my quality of life suffers nonetheless. I have more "floaters" than when I was younger since the lasik surgery. ("Should I worry"), night driving is uncomfortable due to "halos" around lights. And just this past year, I've had a few episodes of "scintillating scotoma". It only lasts about 15 minutes, but not fun the first time it happened and I was driving by myself cross-country. Weird and scary. Lasik surgery is an elective choice no one should make. The complications and fallout have become epidemic. Stop the madness.